Event description:
Patient had been experiencing increased pain. At refill, all 18cc was remaining in the pump. The pump was stopped in 2004, explanted and replaced in 2005. It was returned to the manufacturer for analysis.